Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-june-2024, the patient reported that infusion set tubing detached from hub. During the vent patient blood glucose level was above 300mg/dl. The infusion set was in use for about 6 hours. No further information available.